Manufacturer narrative:
Quest has contacted the initial reporter to request for a return of the sample and additional information. A follow up medwatch will be submitted if additional information is received.

Event description:
A report received states that the IV was placed successfully and bleeding back, however upon connecting q2 to IV catheter the user was not able to flush either port. She connected a different q2 which worked fine.

Manufacturer narrative:
The complaint sample was subjected to flow test and high resistance in the line was seen during the test, confirming that there was occlusion. Excess solvent at bonding region between t-connector and tubing was identified as the root cause. Quest has implemented the following manufacturing controls to prevent this type of nonconformance: validated manufacturing process; parts are 100% air flushed as part of assembly process to blow out any potential excess solvent; use of automated solvent dispensers to prevent excess solvent accumulation on tubing. Quest will continue to monitor complaint trends for the reported complaint condition.